Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was monitored and no pump error , blank display anomalies or restarting noted. Power connector plug in and locked in place properly.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 503 mg/dl. The customer reported that the insulin pump had insulin pump error alarm. The customer was assisted with troubleshooting for pump error. The customer stated that they were able to clear the alarm able to rewind the insulin pump. The insulin pump will not be returned for analysis.